Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead trend and shock impedance had been fairly stable, in the 110-120 ohm range, for the past year. However there was a recent alert for a high out of range shock lead impedance measurement of approximately 126 ohms. The health care professional (hcp) reported that the most recent shock lead impedance measured approximately 117 ohms and the pacing impedance was stable. It was reported that the patient would continue to be observed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The cause remains unknown.

Event description:
Additional information reported indicated that the patient passed away due to complications of chronic obstructive pulmonary disease, unrelated to the device issue.